Manufacturer narrative:
This report will be updated when investigation is completed. Trends will be evaluated.

Event description:
Allegedly, the patient was experiencing the following complication: dislocation.

Event description:
Patient has been revised.